Manufacturer narrative:
No blood was observed on or within the device. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level rose to 19 mmol/l (342 mg/dl) while wearing the pod between 1 and 4 hours. The pod was originally reported for pain, bruising and bleeding at the infusion site. Investigation found a tear in the cannula.